Manufacturer narrative:
Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Lasso nav variable eco catheter, model #: d-1343-01-s, lot #: 15947285l. Soundstar catheter, model #: m-5723-05, lot #: unknown. Non bwi - bards cs epxt catheter. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped and intracardiac echocardiography (ice) confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was sent to ICU. Additional information was requested. However, no additional information has been received.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).